Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left fallopian tube') in a (b))(6) female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alendronate sodium (alendronate) for osteoporosis as well as ethinylestradiol;norgestimate (sprintec) from (B)(6) 2011 to (B)(6) 2013 and phentermine since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 14 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), feeling abnormal ("fatigue, hormonal changes describe: foggy brain") and pelvic pain ("lower pelvic pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced osteoporosis ("other injury(ies) or complication please describe: osteopenia which elevated to osteoporosis.") And complication of device insertion ("one coil placed correctly, and one of the essure coils slipped up the left tube"). The patient was treated with escitalopram oxalate (lexapro), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and sulfamethoxazole;trimethoprim (mortin). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, depression, weight increased, osteoporosis, pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, osteoporosis, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on right side 7 coils outside the tubal ostium. Insertion details: decided to do the left tube first as she had a left ectopic. "Left essure placed with gold ring outside the tubal ostium, it did seem to slip up the tubes little bit as we were finishing". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: right tube occluded, hsg showed left tube not closed (as per mr); on (B)(6) 2011: coil not in optimal position but it was successful bilateral tubal ligation; on (B)(6) 2011: unilateral occlusion (right tube occluded) and malposition of essure device. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: previously added event "injury" was replaced with events "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: foggy brain, depression, malposition of essure device location of device: left fallopian tube, pain, weight gain, other injury(ies) or complication please describe: osteopenia which elevated to osteoporosis", lot no , lab data and concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left fallopian tube') in a 41-year-old female patient who had essure (batch no. 794900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alendronate sodium (alendronate) for osteoporosis as well as ethinylestradiol;norgestimate (sprintec) from (B)(6) 2011 to (B)(6) 2013 and phentermine since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 14 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), feeling abnormal ("fatigue, hormonal changes describe: foggy brain") and pelvic pain ("lower pelvic pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced osteoporosis ("other injury(ies) or complication please describe: osteopenia which elevated to osteoporosis.") And complication of device insertion ("one coil placed correctly, and one of the essure coils slipped up the left tube"). The patient was treated with escitalopram oxalate (lexapro), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and sulfamethoxazole;trimethoprim (mortin). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, depression, weight increased, osteoporosis, pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, osteoporosis, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on right side 7 coils outside the tubal ostium. Insertion details: decided to do the left tube first as she had a left ectopic. "Left essure placed with gold ring outside the tubal ostium, it did seem to slip up the tubes little bit as we were finishing". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: right tube occluded, hsg showed left tube not closed (as per mr); on (B)(6) 2011: coil not in optimal position but it was successful bilateral tubal ligation; on (B)(6) 2011: unilateral occlusion (right tube occluded) and malposition of essure device. Lot number: 794900, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.